Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited loss of capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6)2023 . The patient was stable throughout the procedure.